Manufacturer narrative:
Additional, changed, and/or corrected data:a2, a4, a6, b6, d6a, g1, g2.

Event description:
Patient reported right side rupture. Patient later reported "have rounded contours as signs of capsular contracture". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Event description:
Healthcare provider updated right capsular contracture to baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient later reported, "have rounded contours. As signs of capsular contracture".